Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture of the right device, discovered via ultrasound/ MRI. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and brown particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) broken. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on the posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a rupture of the right device, discovered via ultrasound/ MRI. The device was explanted.